Event description:
It was reported that the camera head's video image did not appear on the monitor when the camera head was connected before a therapeutic procedure. There was a high possibility that the camera head was the problem, as the video image appeared without problem when another camera head was tried. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, corrections and additional information. Updated fields: b5, d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera cable was malfunctioning, which is preventing normal communication and resulting in the no video images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's video image did not appear on the monitor when the camera head was connected before the procedure. There was a high possibility that the camera head was the problem, as the video image appeared without problem when another camera head was tried. There were no reports of patient harm.